Event description:
Information received by medtronic indicated that the customer had hyperglycmia due to insulin won't come on the inpen after priming happened. The blood glucose vlue during time of event was 300 mg/dl. The current blood glucose value during time of call was 93 mg/dl. It was unknown if the customer was using the insulin pump within 48 hours and the auto-mode/smartguard feature was active at the time of high blood glucose event. No further patient complications were reported. Customer was treated with manual injection. Troubleshooting was performed, customer reported the screw retracts when dialing the inpen. The insulin wont come out after priming after priming and doses were recorded but not delivered.  The customer will discontinue use of the device. The device will be returned for analysis.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front or back shell was noted. The inpen paired to the commercial app. The leadscrew was received 1/2 it's travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Performed leak test and no priming anomaly was noted. Inpen passed front cap investigation. In conclusion: no priming anomaly was noted. Therefore, the customer concern of priming anomaly could not be confirmed. No mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of leadscrew anomaly could not be confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.